Event description:
Same case as 2134265-2014-06556 and 2134265-2014-06557. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter to view an unspecified target vessel. During percutaneous coronary intervention (pci), the physician tried to perform automatic pullback however, the motor drive unit (mdu) failed to pull the imaging catheter hence automatic pullback failed. It was also noted that the monitor failed to display. Furthermore, the mdu had water drops and these were coming from the connection part of catheter. In addition, it has been noted that sometimes the catheter cannot be recognized. No patient complication was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a fluid contamination at c23, c24 and c27 of mcu pc board. The unit did not meet the functional test. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-06556 and 2134265-2014-06557. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter to view an unspecified target vessel. During percutaneous coronary intervention (pci), the physician tried to perform automatic pullback however, the motor drive unit (mdu) failed to pull the imaging catheter hence automatic pullback failed. It was also noted that the monitor failed to display. Furthermore, the mdu had water drops and these were coming from the connection part of catheter. In addition, it has been noted that sometimes the catheter cannot be recognized. No patient complication was reported.